Event description:
It was reported that the t:slim x2 pump battery would not charge, with a power source alert recorded in the pump's history. The blood glucose level of the customer was not adversely impacted. The customer resolved the issue by using a different charging cable, although the problem occurred with both charging cables. Technical support approved sending a replacement tandem cable and wall adapter via two-day shipping, but further follow-up was needed to confirm the shipping address and back-up insulin therapy details as the call disconnected during the consultation.